Event description:
During baxter's functional testing of a spectrum pump, the device alarmed door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation the door not fully latched alarm. It was determined that the cause was a damaged upper link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.